Event description:
It was reported that this lead was capped due to oversensing and high shock impedance.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes as of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 25th of june 2025 and 19th of february 2026 recorded a fluctuating pacing impedance between 200 ohms and 500 ohms from june to october, followed by fluctuations between 200 ohms and 250 ohms until the end of the recordings. Furthermore, an initial rv threshold of 0.6 volts was recorded with multiple increases to >2.5 volts and additionally a fluctuating shock impedance between 80 ohms and 90 ohms. No iegm episodes provided. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.